Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Costumer reported complaint for low blood glucose test results. The customer is concerned with tests results obtained of 49 and 46 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 69 mg/dl and 73 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer concerned with all results. Customer stated the night before the call tested with the old meter and obtained a result of 290 mg/dl non-fasting and administered 35 u of insulin. Customer then ran two blood tests obtaining 49 mg/dl and 46 mg/dl fasting. These results are too low. Customer tests four times a day, before meals and before bedtime. After testing the meter and running back to back fasting blood glucose test during the call, customer states is comfortable with the meter result and will call back if the product system continues to have any issues.